Event description:
Further follow-up revealed that the pt was explanted due to pain at the generator site. The cause of the reported event is unk. Possible causes are improper implant technique or the pt's anatomy.

Event description:
Further follow-up revealed that during explant surgery both the pulse generator and bipolar lead (leaving electrodes) were removed. During the surgery a small piece of plastic sheeting that resembled a piece of a glove was found. The plastic sheeting was sent to pathology for further review.

Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to excessive device migration. It was reported that the generator was programmed to off for a period of time prior to generator replacement surgery due to pain, but that it was later programmed back to on because the pt's family was not happy with the pt's general well-being in the absence of the vns therapy. It was reported that while the generator was programmed to off, the pt became depressed and would not eat, drink or leave the house. When the generator was programmed back to on, the pt began to exhibit aggressive behavior. During the time that the pt was not receiving the vns therapy, they were being weaned off of tegretol and started on trileptal. The pt's family has threatened legal action against treating neurologist because they did not feel that they were doing enough to address the pt's issues with pain and device migration. Initial reporter indicated that "very poor positioning" and "failure to anchor it down" was the cause of the device migration. The current generator was reportedly moving around in the pocket, causing the pt pain and discomfort. Treating neurologist indicated that the pt's original implant was implanted below the muscle and that their current generator, implanted by a different surgeon, was placed above the muscle. The pt reportedly did not like the look of this because they were very thin and the generator was now very noticeable in add'l to the uncomfortable feeling in their chest. Device diagnostic testing was within normal limits, indicating proper device function. No anomalies were noted upon review of x-rays. Investigation to date has been unable to determine the cause of the device migration.

Event description:
Further follow-up revealed that the pt's pain has resolved considerably since ncp system explant.